Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 2.2/2.1 was off the bus. A field service engineer reseated the retractable and drawer controller board, which allowed the drawer to communicate temporarily. It failed during testing, then changed the retractable band to resolve the issue. The drawer functioned properly and was tested in diagnostics by the customer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the system main drawers 2.1 & 2.2 were not detected on the bus even after power cycle. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.